Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due high blood glucose was 658 mg/dl on (B)(6) 2018 and also had keypad anomaly. The customer¿s blood glucose level was above 600 mg/dl at time of incident and current blood glucose 355 mg/dl. The customer was treated with insulin pump and syringe in the hospital. It was reported that they were treated with peanut butter sandwich, milk and a sierra mist to bring up blood glucose. The customer reported that the buttons were not reacting. It was reported that during troubleshooting of the high blood glucose, escape button did not react as it should when had pressed. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08770 inches. No under delivery or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly noted. Device was programmed with test boluses. All boluses delivered properly. The test boluses was also recorded in the bolus history screen. No bolus anomaly or history anomaly noted during testing. Device responded properly to button presses. No unresponsive buttons, button error alarm or frozen screen noted. The time advanced properly during testing. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a cracked display window. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).